Event description:
It was reported that a patient presented in the emergency room after hearing an alert for high lead impedance. High impedance levels, no capture and oversensing were evident on the right ventricular (rv) lead. Pacing was reprogrammed to tip to coil and the following day an intervention was done where the rv lead was disconnected and reconnected to the device with impedance levels and thresholds showing within normal range. The right ventricular (rv) lead remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 407652, right atrial (ra) lead; implant: 2008 (B)(6). (B)(4).